Event description:
It was reported that ij access was obtained. The guidewire was advanced through the needle to 15cm and pulled back slightly. The wire fractured immediately, and the wire unwound. A portion of wire was left entrapped inside the right ij. Retained portion of wire was retrieved in interventional radiology.

Manufacturer narrative:
No device samples were returned for eval. A review of the mfg records indicated all device specifications and quality requirements were satisfied. Without evaluating the devices involved in the incidents we are unable to determine the cause or factors which may have contributed to this event.